Event description:
It was reported the customer complained of a 4f powerpicc having holes in it. Additional information received 17-oct-2023: it was reported event directly involved a patient. PICC was inserted (B)(6) and removed (B)(6). The patient came in as the PICC was not working and xray was done which found an abnormal kink in the PICC, thus it was decided to remove the PICC and that¿s when the hole was found. Unsure of the outcome, the PICC was removed and the patient did not want another PICC at that time. There was leakage but unsure on what, as no way to know when the hole happened.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.